Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings:reboot is observed in the black box on (B)(4) 2013. The battery compartment has a hairline crack extending from the pump case up to the finger pad. The battery cap returned is undamaged and able to fit securely, no reboots occurred. The pump powers ¿on¿ and displays ¿verify¿ screen. The pump was primed and exercised for 24h, no alarms or power interruption occurred during the duration test. Pump¿s case was removed; inspection shows no intermittent condition to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.